Manufacturer narrative:
This event occurred in (B)(6). The investigation is ongoing. Unique device identifier (UDI) (B)(4).

Event description:
The initial reporter received questionable hba1c iii tina-quant hemoglobin a1c iii results for four patients tested on a cobas 4000 c (311) stand alone system. The customer confirmed qc was within the acceptable range. The initial hba1c results were not reported outside the laboratory. The customer performed repeat testing with the samples on a different analyzer for confirmation. On (B)(6) 2021, patient 1's initial hba1c result was 10.0%, and the patient's repeat result was 4.3%. On (B)(6) 2021, patient 2's initial hba1c result was 7.0%, and the patient's repeat result was 3.1%. On (B)(6) 2021, patient 3's initial hba1c result was 11.0%, and the patient's repeat result was 4.3%. On (B)(6) 2021, patient 4's initial hba1c result was 10.0%, and the patient's repeat result was 3.9%. The hba1c reagent lot number was 47046401 with an expiration date of 31-oct-2021.

Manufacturer narrative:
The customer's calibration and qc details were requested but not provided. The investigation discovered the coefficient of variation for the assay was out of the acceptable range. The investigation reviewed the system's alarm trace and did not discover any abnormalities. The customer's maintenance history was requested but not provided. Based on the available information, the investigation did not identify a product problem. The cause of the event could not be determined.